Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results above the ami cutoff generated by access 2 immunoassay system for two patients' samples. The results were reported out of the laboratory. Subsequent testing in an alternate facility produced results within the normal reference range. Additionally the customer reported erratic tbhcg results generated by access 2 immunoassay system for another patient sample. Subsequent testing in an alternate facility produced a result in a different gestational age. There was no report of death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Qc was within the established ranges prior to the event. A diagnostic system check was performed after the event and failed. A bci field service engineer (fse) was on site (B)(6) 2010. 4. The fse replaced the vacuum pump, the fluidic tray connector, and the incubator belt home sensor. The fse performed verification tests and all results met the specifications. Although hardware issues were addressed, a definitive root cause for this event has not been determined.